Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6- investigation conclusion.

Event description:
It was reported by customer prior to use that cs300 intra-aortic balloon pump (iabp) unit is not working. No patient involvement and no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusions, h11. The device not yet repaired. As of now, the investigation is closed, if any new information is received in future related to part replacement will reopen the complaint and update it.